Manufacturer narrative:
The devices referenced in this report were not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. A total of 300 ivl pulses were delivered. No ivl device malfunctions were observed for either catheter. The cause of the embolization and renal failure could not be definitively determined with the information available. Shockwave medical safety determined that embolization occurred during the procedure and is definitely related to the procedure, and definitely related to at least one of the two l6 catheters used. Per the reported information, the devices were used in the aorta. Per the IFU, this is considered off-label use. IFU states, "the shockwave medical intravascular lithotripsy (ivl) system is intended for lithotripsy enhanced balloon dilatation of lesions, including calcified lesions, in the peripheral vasculature, including the iliac, femoral, ilio-femoral, popliteal, infra-popliteal, and renal arteries." The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
Two shockwave l6 peripheral intravascular lithotripsy (ivl) catheters were used to treat a calcified lesion in the diseased aorta. A total of 300 ivl pulses were delivered. During the procedure, a large piece of calcium embolized into the only patent renal artery resulting in renal failure. A thrombectomy was attempted but unsuccessful; the renal artery was stented to trap the emboli and help restore flow. It remains unknown which ivl device caused the issue. There was no device malfunction for either ivl catheter. The patient's current status is unknown. Reference MDR # 3015053858-2025-00131 for the 2nd ivl catheter in section h10.